Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test but the customer did not have the tubing clamp to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Add'l info: currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.